Event description:
Clarus became aware of a claimed injury by legal summons. Received shortly thereafter. The event occurred on 6/30/1997. A product complaint was not made by the physician, institution, sales person or anyone else concerning the use of the product or malfunction. The product was not returned. No device failure was reported. No injury was reported to clarus other than the legal summons referred to above. Clarus medical does not have any knowledge of a defective device for this event. This was a custom device requested by the physician.